Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis patient experienced peritonitis which was manifested by abdominal pain, cloudy effluent and fever. The cause of the event was unknown. On the same day as the event onset, the patient was treated with ceftazidime (1g per day, intraperitoneal and for four days), cephazolin (1g per day, intraperitoneal and for four days) and ciprofloxacin (500mg per day, oral, duration was not reported) for peritonitis. Five days after the event onset, the patient was hospitalized for the event. At the time of this report, the patient remained hospitalized and was not recovered from the event. Pd therapy was ongoing. No additional information is available.